Manufacturer narrative:
An unknown omniloc abutment with a srt driver attached was returned for inspection. Visual inspection revealed that the srt had stuck to the abutment. There was noticeable wear due to usage around the threads and the collar. The extension on the abutment had evidence of wear. The srt had noticeable wear around the shaft and the guide sleeve. The complaint does not allege a failure that can be tested. No additional testing was performed. No device lot number was provided so a device history record review and a complaint history review could not be performed. X-ray provided of the unknown omniloc abutment did not identify any damage to the screw hex or the internal threads of the abutment. The reported loosening of the abutment and the screw could not be verified with the x-ray. The abutment appeared to be well engaged into the omniloc implant. The complaint was not verifiable, as the event is referring to loosening and the exact details of the device usage are unknown and could not be replicated. The srt was stuck inside the abutment so the drive feature could not be inspected. The radiograph of the implant and the abutment did not provide any additional information to verify the loosening. There were signs of wear around the screw threads and the collar but no evidence of any significant damage to the restoration that would have contributed to the loosening. Therefore, based on the information provided, a probable cause could not be determined.

Manufacturer narrative:
Unknown omniloc abutment. Device returned was identified as a one (single) piece abutment where the device comes equipped with a ¿floating¿ screw assembled together.

Event description:
The customer reported that the patient presented on (B)(6) 2017 with loose crown/unknown omniloc abutment that was placed about 8 years prior. The doctor found that the head of the unknown abutment screw is stripped and he is unable to tighten. It was verified that the abutment screw becoming loose was the cause of the loose crown/unknown omniloc abutment.